Event description:
Boston scientific received information via patient remote monitoring system, this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) exhibited a low shocking lead impedance of 14 ohms. Other measurements were in 55-65 ohm range with another one in the 20s. There were also stored non sustained epsiodes which showed some unusual amplitude marking on the shock and rv channel. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.